Event description:
It was reported that the customer experienced high blood glucose over 400 mg/dl on (B)(6) 2014. Customer stated that she is making some of her own adjustments because she has no support. Customer was very frustrated with the glucose monitoring system not functioning properly. Customer inserts the sensors at night and turns on the sensor feature in the morning. Customer complained about the sensors only lasting 3 days. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings. Also found sensor's cannula was bent; it was unable to confirm if customer received sensor in said condition due to customer returned it opened or used.